Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The large hem-o-lok clip applier instrument was analyzed and tested on an in-house system. The instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip stayed attached to the instrument and unable to be released. There were no bent clip tips observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that the large hem-o-lok clip applier instrument was not working. There was no report of fragment(s) falling inside the patient. The procedure was completed.